Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery needs to be ¿charged constantly¿. There was no reported impact to blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.